Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2002, the pt underwent incisional hernia repair with composix mesh. Pt was noted to have had multiple prior abdominal surgeries, including a previous incisional hernia repair. On (B)(6) 2002, the pt underwent add'l surgical intervention for exploratory laparotomy, segmental small bowel resection, removal of composix mesh and placement of the edge of the mesh, which appears to have caused the corner of the mesh to curl in. On (B)(6) 2005, hospital admission: pt presents with abscess that communicated with mesh. Abscess was drained and cellulitis improved. Cultures grew (B)(6). Pt discharged with antibiotics. On (B)(6) 2005, excision of infected composix kugel mesh, debridement of abdominal wall with closure.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the event. The pt is reported to have developed adhesions, which is listed as a potential adverse reactions in the product's instructions for use. A mfg review was performed and did not find any discrepancies. No sample was returned; therefore, a device eval could not be performed. If add'l info is received, a supplemental MDR will be submitted.